Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found the helix/lobe was distorted/bent. Analysis also noted blood/body fluid on the distal conductor (not obstructed), blood in/on the helix/lobe mechanise and sleeve head, the inner tubing was kinked/buckled, there was an observation at the tip seal and the lead was damaged at implant. (B)(4) the full lead was returned and no anomalies were found during analysis. The inner tubing was found to be kinked/buckled, blood was noted in/on the helix/lobe mechanism and sleeve head and the lead was damaged at implant.

Event description:
It was reported that during the attempted implant of the lead, the helix required more rotations than expected to extend or retract. The stylet reportedly went through the lead body near the distal tip. The lead was removed and it was noted that the helix was off center. It was also reported the patient had tortuous anatomy. The lead was not implanted. It was further reported that during the implant procedure, another right ventricular (rv) lead was difficult to place due to patient anatomy and the stylet failing to advance. The rv lead was not implanted and a different lead was used. No patient complications were reported as a result of this event.